Manufacturer narrative:
The customer did not return the suspected device for evaluation. Since the product details were not provided, the device manufacturing and labeling records could not be reviewed.

Manufacturer narrative:
Patient identifier: so personal information was not entered. No information was captured as the customer's age and weight were not provided. As the product information was not available, the lot # and expiration date were not captured and the device manufacture date could not be determined.

Event description:
The customer reported that the labeling information (lot # and expiration date) was missing from the bottle of the contour next control solution. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement bottle of the contour next control solution was sent to the customer.